Event description:
The customer reported that during a feed of 430ml @ 50ml/hr, at 250ml remaining the kit introduced air. The feed used was protovar powder mixed with foreini water. The formula is the same as always. There was no patient harm.

Manufacturer narrative:
Initial reporter's email address: (B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One used and contaminated sample was received at the manufacturing site. No functional testing could be completed as the sample was contaminated with food. However, a visual inspection was completed on the physical sample and photos provided by the customer and the reported condition was confirmed; there was a presence of small air in line gaps. A corrective and preventative action has been initiated to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.